Event description:
It was reported during insertion of an aviator 14mm fixed self-drilling screw, the screw passed the locking bar & 3/4 of the screw head stripped-off into fragments.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the returned screw was identified as an aviator fixed self drilling screw 4x14mm returned for analysis. A thorough manufacturing review for the aviator fixed self drilling screw was reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. A review of the complaint history cited the likely cause¿s ranges from not using the fixed drill guide, not using the punch awl sleeve (as these were self drilling screws) and the bone quality of the patient. The likely causes could be not using the fixed drill guide and punch awl sleeve (as these were self drilling screws) and/or hard bone quality.

Event description:
It was reported during insertion of an aviator 14mm fixed self-drilling screw, the screw passed the locking bar & 3/4 of the screw head stripped-off into fragments.